Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the balloon was ruptured which caused the foley catheter to prolapse. On (B)(6) 2021, urological surgeon performed transurethral left ureteral stenting for the patient in the operating room. The patient was placed with a disposable sterile foley catheter before surgery, and the procedure went smoothly. On the morning of (B)(6) 2021, the patient ruptured the balloon while trying to relieve stool in the toilet which caused the catheter to prolapse. After the doctor evaluated the patient's condition, there was no need to indwell the urinary catheter and the patient was comforted. It was noted that the lubricating oil used was paraffin oil, saline was injected, the injection volume was 10ml, and the balloon volume was 30ml.